Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained in the patient and was returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient had been hospitalized since (B)(6) 2022 for a buried bumper syndrome. On an unknown date, the buried bumper was "freed up" and the tubing was repositioned. Duodopa therapy was continued and the patient was discharged from hospital. It was reported that the tubing will be replaced once the patient heals.